Manufacturer narrative:
Occupation: other, senior counsel, litigation. (B)(4). The patient is deceased, but there was no information provided to relate their demise to the device. Additional information is pending and will be submitted within 30 days of receipt. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation. The patient became aware of the reported events approximately nine years and ten months after the index procedure. The patient is deceased, but there was no information provided to relate their demise to the device. Additional information received per the medical records indicate that the patient has a history of bipolar (type1), hypercoagulable disorder, alcoholism, fatty infiltrate of the liver, obesity, chronic back pain, hyperlipidemia, hypertension, hypothyroidism, tobacco use, chronic obstructive pulmonary disease, depression and anxiety, right thoracotomy with partial lobectomy, carpal tunnel, cholecystectomy, biliary dyskinesia, right pleural effusion, multiple episodes of right pneumonia (requiring lung surgery), non-obstructing left kidney stone, hepatomegaly and appendectomy. Approximately three weeks before implant, the patient was transferred from a psychiatric facility to the hospital with shortness of breath, hemoptysis and chest pain. A computed tomography (CT) scan angiogram was performed and showed right pulmonary embolism (pe). The patient was started on lovenox and coumadin and was discharged two weeks after admission the patient was evaluated for abdominal pain and was found to be constipated and having biliary dyskinesia. The indication for the filter placement was deep vein thrombosis (dvt) of the pelvic vein with pulmonary embolism (pe) and impending surgery. The filter was placed via right femoral vein and deployed with the tip of the filter at the intervertebral space between 2nd and 3rd vertebral body. The patient tolerated the procedure well. Three weeks after implant, the patient underwent a laparoscopic cholecystectomy for biliary dyskinesia. Approximately six months and two weeks after the implant, the patient presented to the emergency room (ER) with complaints of rectal bleeding, nausea and a large bruise to the left side of the abdomen. A CT of the abdomen and pelvis was performed and showed no acute disease. Approximately one year after the implant, the patient presented to the ER with complaints of hemoptysis. A CT angiogram of the chest was performed and was positive for left pulmonary artery pe and bilateral pneumonia. A CT scan of the head was performed for dizziness and the scan was noted to be normal. The patient was treated with steroids, antibiotics and coumadin. The patient was discharged four days after admission. Approximately one year and four months after the implant, the patient presented to the ER with chest pain after drinking large amounts of alcohol and the patient had collapsed. The patient was found to have pneumonia, was treated and discharged two days later. One month later, the patient presented to the ER with complaints of feeling weak, sleeping a lot and a red spot on their abdomen. The patient was evaluated and discharged the same day with a diagnosis of cellulitis. Approximately two years and four months after the implant, the patient was hospitalized with altered mental status and difficulty swallowing. The patient was evaluated and diagnosed with acute respiratory failure with co2 narcosis, exacerbation of chronic obstructive pulmonary disease, bronchitis, medication reaction to viibryd, and suspected sleep apnea. Approximately nine years and ten months after the implant, a computed tomography (CT) scan of the abdomen was performed. Results noted an infrarenal ivc filter with the distal tip at the bifurcation of the common iliac veins. Struts are intact and seen piercing through the ivc walls. A central high attenuation area, likely calcification within the ivc lumen. Scattered vascular calcifications. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter struts outside the inferior vena cava (ivc) approximately nine years and ten months post implant. The patient also experienced fear related to the filter.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: b4, g3, g6, h1, h2 and h6. As reported a patient underwent placement of a trapease vena cava filter. The information indicated that the filter caused perforation. The patient¿s family member reported becoming aware of the event approximately nine years and ten months post implant. It was also reported that the patient is deceased, however the cause of death and relation to the device was not provided. According to the medical records the patient had a history of bipolar (type1), hypercoagulable disorder, alcoholism, obesity, chronic back pain, hyperlipidemia, htn, hypothyroidism, tobacco use, copd, depression and anxiety, right thoracotomy with partial lobectomy, carpal tunnel, right pleural effusion, multiple episodes of right pneumonia (requiring lung surgery), left kidney stone, hepatomegaly and appendectomy. Approximately three weeks before implant, the patient was transferred from a psychiatric facility to the hospital with shortness of breath, hemoptysis and chest pain. A computed tomography (CT) scan angiogram was performed and showed right pulmonary embolism (pe). The patient was started on lovenox and coumadin and was discharged two weeks after admission. The indication for the filter placement was deep vein thrombosis (dvt) of the pelvic vein with pe and impending surgery. The filter was placed via the right femoral vein and deployed with the tip of the filter at the intervertebral space between the 2nd and 3rd vertebral body. The patient tolerated the procedure well. Approximately one year post implant, the patient presented to the ER with complaints of hemoptysis. A CT angiogram of the chest was performed and was positive for left pulmonary artery pe and bilateral pneumonia. The patient was treated with steroids, antibiotics and coumadin. Approximately nine years and ten months after the implant a CT scan of the abdomen was performed. Results noted an infrarenal ivc filter with the distal tip at the bifurcation of the common iliac veins. Struts are intact and seen piercing through the ivc walls. The product was not returned for analysis and the sterile lot number provided ID not a valid lot number; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pe is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. There are possible patient and pharmacological factors that may have contributed to the reported event. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the IFU. The IFU notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant imaging available for review, the reported event could not be confirmed or further clarified. Due to the nature of the complaint and limited information provided, the relationship between the patient death and the filter could not be established. The patient had multiple comorbidities that may have contributed to their expiration. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. D4. The lot number provided by the patient is not a valid lot number for a cordis vena cava filter.